Event description:
On (B) (6) 2010, a doctor reported two incidents in which two patients lost class v restorations within six months of being placed with optibond fl. This is the second of the two incidents.

Manufacturer narrative:
The doctor reported two incidents in which a class v restoration failed in two patients six months after being placed with optibond fl. He provided no further details on either of the two cases. The product was returned and evaluated for adhesive strength. Evaluation results indicate that the returned product meets specifications and that this incident is not a result of product failure.